Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had pain in his left hip, black substance between head and trunion. (2) 6.5 pinnacle screws where removed as well. A 58 x 36 n liner was impacted and a biolox 36 +1.5 head was impacted. Doi: (B)(6) 2009. Dor: (B)(6) 2019; left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records, patient was revised to address pain. Intraoperative findings reported of large amount of fluid that came from the iliopsoas bursa. There was extensive corrosion between the cobalt chrome aml stem and the cobalt chrome ball. There was also extensive corrosion on the back of the metal insert between the insert and the depuy shell.there was also a metallic debris around the trunnion. The screws removed from the acetabulum as their utility had long since passed and shouldn't complicate for the polyethylene bearing.the 2 unknown hip implant and unknown stem were update. Cup and 1 screw were added due to revision findings.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.